Event description:
It was reported that the image of the subject device had interference. The issue was found during a diagnostic upper gastrointestinal endoscopy, that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: base plate is dirty. Based on the results of the investigation, a root cause could not be determined regarding the interference as the issue was not reproduced. Regarding the reportable issue found during the investigation, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.